Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported by a non-medical professional that the patient underwent a procedure for l3-s1 posterior fusion with implant of rhbmp-2, autograft, and pedicle screw instrumentation at multiple levels. Subsequently, the patient was allegedly diagnosed with ectopic bone growth, an inflammatory reaction to rhbmp-2/acs, chronic pain, and additional surgeries.

Manufacturer narrative:
(B)(4).

Event description:
On or around 2004, the patient was diagnosed with chronic pain. On (B)(6) 2004, the patient underwent an interlaminar lumbar interbody fusion using rhbmp-2/acs. Post rh-bmp2/acs surgery, the patient has been injured and suffers injuries to her body and mind.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2004: patient presented with following pre-op diagnosis: previously operated lumbar spine. Lumbar keloid. Symptomatic spinal implants. Pseudoarthrosis. Morbid obesity. Chronic nicotine abuse. Diabetes. Patient underwent the following procedures: lumbar keloid excision. Removal of synthes click ¿x pedicle screw instrumentation. Exploration of fusion, resection of pseudoarthrosis. Removal of bone growth stimulator battery pack and electrodes. L4-s1 internal fixation with instrumentation. L3-s1 intertransverse fusion using iliac crest bone graft. Preparation and application of bmp. As per op-notes: corticancellous graft material was placed in intertransverse area l3 to sacrum bilaterally. Collagen sponges were divided. Bmp was prepared and placed over collagen sponges and allowed to cure. Collagen sponges were placed in intertransverse area l3 to sacrum and additional bone graft was placed posterior to it.